Event description:
The patient fell out of bed, but was not hurt. The bed exit alarm and nurse call system did not alarm. The sensor is under the matress. The bed exit failed to alarm through the nurse call system.